Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he did not receive a low battery alert prior to the off no power alert. The insulin pump also alarmed battery out limit. The customer changed the battery that morning and the insulin pump did not power on. Customer's blood glucose level was 143 mg/dl. The device was not returned.